Event description:
It was reported that the device was used in an unk bowel procedure. After firing the instrument, the jaws of the instrument would not release. Additional follow up is being conducted to obtain further info regarding the event.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Unk location of device. Evaluation summary: as a lot number was not received, a device history review could not be performed.